Manufacturer narrative:
The complaint condition reported is currently under investigation. A follow - up report will be filed once the investigation has been completed and the findings are available. (B)(4).

Event description:
Customer stated "not cutting properly on all sides" reference repair order # (B)(4). (B)(4).